Event description:
Caller reported a malfunction on the pump and had previously experienced at least three occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software, and the caller was informed about the steps needed upon receiving it. The customer will continue using the current pump and rely on manual injections if necessary.